Manufacturer narrative:
Continuation of d10: product ID: 37601, lot# unknown, product type: implantable neurostimulator. Product ID: 37601, lot# unknown, product type: implantable. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37601, serial/lot #: unknown. Product ID: 37601, serial/lot #: unknown. Hu, t., xie, h., shan, m., sang, l., yang, b., zhang, q., gao, d., jiao, y., guo, q., li, s., wang, y., du, x., yang, a., meng, f., zhang, j., zhang, k., and zhang, h. (2025). Long-term efficacy of anterior nucleus of the thalamus deep brain stimulation in drug-resistant epilepsy: a 5-year multicenter study. Bmc medicine, 23(1). Https://doi.org/10.1186/s12916-025-04465-5 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿long-term efficacy of anterior nucleus of the thalamus deep brain stimulation in drug-resistant e pilepsy: a 5-year multicenter study.¿ multiple manufacturers¿ devices were implanted in the study population. The following medtronic devices were used: activa pc neurostimulators among all patients, adverse events included: one patient experienced intracranial infection following implant surgery. One patient developed infection at the ipg implant site following implant surgery. One patient experienced status epilepticus following implant surgery. No further information was provided pertaining to medtronic products.